Manufacturer narrative:
H10 ¿ per the manufacturer¿s device registration system, the pump and catheter were replaced on (B)(6) 2021. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and a healthcare provider (hcp) via a company representative who reported that the patient was experiencing withdrawal. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, ¿na¿ was noted. The physician did a rotor study on (B)(6) 2021and no issues were found. The surgeon was going to perform a revision/replacement surgery on (B)(6) 2021. The issue was not resolved at the time of the report, and it was indicated that the hcp (healthcare provider) had no additional information to provide regarding the event. At the time of the report, the pump was delivering morphine (27.9 mg/ml at 4.17 mg/day mg/day).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was receiving morphine (unknown dose and concentration) via an implantable pump for non-malignant pain. It was reported that the pump residual volume was more than expected.  It was noted that during refill, the hcp removed the drug and got back 33ml when the pump said there should be 10.3ml.  No symptoms were reported.  No actions/interventions were taken to resolve the issue.  No surgical intervention occurred.  It was asked but unknown if surgical intervention was planned.   It was noted the issue was not resolved at time of report.  The patient's status at time of report was alive-no injury.  The patient's weight and medical history were asked but unknown.  The event date was (B)(6) 2020.  No further complications were reported/anticipated.